Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device went to electrical reset and this was discovered on the last transtelephonic transmission. The rate went to 65 and the outputs increased. The device remains in use. No patient complications have been reported as a result of this event.